Event description:
It was reported the customer was experiencing a high blood glucose of over 400 mg/dl. Customer stated their high blood glucose was due to the customer not eating. Customer stated they would treat their blood glucose with food. The customer also requested assistance with programming their insulin pump. Customer's blood glucose was 298 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)